Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2012, inratio: 2.4, lab: 3.7. Time between testing: a few minutes. Pt self tester cut her foot and it wouldn't stop bleeding. She got scared and called an ambulance. Bleeding had stopped by the time pt arrived at the hosp.

Manufacturer narrative:
Investigation pending.